Event description:
Additional information received identified the patient is taking consistent reading after recalibration through right heart catheterization. The patient is currently stable and no adverse event reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the hf sensor was recalibrated due to inaccurate measurements. However, sensor drift was not observed.